Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blood glucose (bg) value on the pump bolus screen was different than the bg value shown on the continuous glucose monitor. There was no adverse impact to customer's blood glucose level. Reportedly, customer was using fiasp for insulin therapy. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.